Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint ¿ asr revision, left** -now n/a, asr resurfacing, reason(s) for revision: pain. Update: added product. Received: march 27th 2013. Update received: 11th june 2013 - amended implant date - (B)(6) 2005 and amended products cup and head and added taper sleeve. Update received: 27th june 2013 - amended implant date: (B)(6) 2010, amended side hip: **right - now n/a and amended revision date: revision is yet to take place - no date given as yet. Update received: 17th july 2013 - clarified details, amended hospital, surgeons name, hip side, revision date, revision country and revision reason: these have all been added as not applicable as no revision has taken place. Please see explanation below. No revisions have taken place yet - no hips have been recommended for revision as yet, but the right hip is an asr. Once confirmation of a revision has taken place for this patient then the necessary details will be inputted. Please see attached document. Update received: 24th july 2013 - amended implant date: (B)(6) 2010. Update rec'd 10 sept 2013 - amended revision date: (B)(6) 2013. Update received: amended implant date: (B)(6) 2010. Update 05 jul 2017: amended implant date: (B)(6) 2005. This complaint was updated on jul 13, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint ¿ asr revision, left** -now n/a, asr resurfacing, reason(s) for revision: pain. Update 05 jul 2017: amended implant date: (B)(6) 2005. This complaint was updated on jul 13, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.